Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a (2) 5f mynxgrip vascular closure devices (vcds) would not shuttle down to be delivered and there was a lot of resistance, so devices were taken out and manual pressure was held. There was no reported patient injury. The device storage temperature did not exceed 25° celsius and they were stored per the instructions for use (IFU). No resistance or friction was experienced as the mynx vcd was advanced through the 5f non-cordis sheath, and the 5f non-cordis sheath was not kinked or bent. The sealant was stuck to the device components and would not deliver, with a lot of resistance upon shuttling down. A 5f non-cordis sheath was used. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm, with no vessel tortuosity or presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was certified in using the mynx device. The patient's body mass index (bmi) was not greater than 40 kg/m². Additional information was requested but not provided. Five (5) sterile mynxgrip vascular closure devices 5f from lot f2435303 and catalog number mx5021 were returned for evaluation inside their original sealed pouches, but not in a controlled temperature condition. During the visual inspection, the five units were unpackaged and inspected for damages or anomalies that may have contributed to the reported failure. No damages or anomalies were observed to the returned devices. Per functional analysis, a simulated deployment test was performed on the five sterile units. The shuttle cartridges were able to be advanced and retracted to the black handles without issue per the mynxgrip IFU, confirming successful sealant deployments. The advancer tubes were observed to be properly engaged to the proximal tamp locks. A product history record (phr) review of lot f2435303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿shuttle-shuttle advancement issue¿ could not be confirmed as the devices were not received for analysis, and it was not confirmed through analysis of the sterile units since they passed visual/functional analysis with no anomalies noted. The exact cause of the issues experienced by the customer could not be determined. Based on the information available for review and the product analyses, it is not possible to determine what factors may have contributed to the shuttle advancement issue reported since the devices were not received, and the shuttles of the sterile units were able to be advanced/retracted fully during functional analysis. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely as it was reported that the sealant was stuck to device components. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analyses, phr reviews, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2435303 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Device received on 25-feb-2025.

Event description:
As reported, the sealant of a (2) 5f mynxgrip vascular closure device (vcd) would not shuttle down to be delivered and there was a lot of resistance so device was taken out and manual pressure was held. There was no reported patient injury. The device storage temperature did not exceed 25°celsius and was stored per instructions for use (IFU). No resistance or friction was experienced as the mynx vcd was advanced through the 5f non-cordis sheath, and the 5f non-cordis sheath was not kinked or bent. The sealant was stuck to the device components and would not deliver, with a lot of resistance upon shuttling down. A 5f non-cordis sheath was used. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm, with no vessel tortuosity or presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was certified in using the mynx device. The patient's body mass index (bmi) was not greater than 40 kg/m². Additional information was requested but not provided. The devices were discarded; however, thirteen sterile devices will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.